Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2025. Data was further reviewed. It was reported that the patient experienced not receiving readings. It was determined that the signal loss was related to the mobile application. Performance data was reviewed. The allegation was confirmed due to the finding of an app crash alert within the investigation window. The probable cause was the app crashed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, the patient did not receive any error messages on (B)(6) 2025. However, the cgm mobile device stopped displaying glucose readings the day after the sensor was inserted into the arm. The patient uses the omnipod 5 (op5) system, which was reportedly not operating in modified closed-loop mode at the time, as the wearable device was not transmitting glucose data. As a result, the omnipod was unable to adjust the basal insulin rate. The patient continued to eat and administered bolus insulin manually. Due to the lack of cgm data, the patient relied on a blood glucose (bg) meter for reading. The patient¿s bg reportedly exceeded 600 mg/dl for approximately 4 to 5 hours. At 11:00 pm, the patient¿s mother administered 20 units of novolog insulin. Despite this, the bg level remained above 600 mg/dl. The patient¿s mother used a ketone meter and detected trace ketones in the patient¿s blood. Following consultation with the endocrinologist, the patient was directed to the emergency room. Upon arrival at the hospital, the patient began to feel shaky. A bg meter reading showed a drop from 76 mg/dl to 40 mg/dl. At that time, the wearable device resumed providing glucose readings, showing a value of 76 mg/dl. The patient was treated with orange and apple juice and received an IV bag of dextrose. The patient was discharged the following sunday. It was also reported that the patient returned to the emergency department two days later; however, there is no documentation in this complaint indicating whether dexcom contributed to the subsequent health issue. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on (B)(6) 2025. Data was further reviewed by insulet corporation. The insulin delivery data showed that the automated algorithm was functioning as intended and delivering the appropriate amount of insulin respective to estimated glucose values received while the system was used in automated mode. The system was correctly delivering the user¿s basal program while in manual mode. Additionally it was clarified on (B)(6) 2025 by technical support that the patient was discharged the same day (less than 24 hours). No additional patient or event information is available.